Manufacturer narrative:
It was reported that in the procedure of the stent placement for the drainage of obstructive jaundice due to distal bile duct stenosis caused by pancreatic cancer, the stent was found having expansion failure on its proximal side. Through the attached photo, it is confirmed that the stent proximal part was not expanded immediately after stent deployment. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on the further information, which was written that "2 days later, the deformed proximal stent edge was confirmed being normally expanded fully" and "the stent over the stenosis was not fully expanded", it is considered that the stent was slowly expanded due to the patient lesion's pressure and curve. It is stated on user manual as follows. Procedure, (5) after stent deployment balloon dilatation inside the stent can be performed on demand. Perform routine post implant procedures, a stent may require up to 1 to 3 days to expand fully. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
In the procedure of the stent placement for the drainage of obstructive jaundice due to distal bile duct stenosis caused by pancreatic cancer, the stent was found having expansion failure on its proximal side. The second cell from the proximal stent edge looked to be deformed. The physician commented that the part of stent coming out of papilla always expands right after the stent deployment, therefore, it seems to be a product failure. The stent expansion will be checked 2 or 3 days after the stent placement. There was no problem with the stent deployment. There were no patient complications as a result of this event. Further information (B)(6) 2019. 2 days later, the deformed proximal stent edge was confirmed being normally expanded fully. However, the stent over the stenosis was not fully expanded.